Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they had a fall, fractured their right ribs and a return of symptoms. Patient mentioned that they were going to the bathroom now about every 15 minutes if not more. No further complications were noted or anticipated.